Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. Prior to procedure, the physician noted an air leakage from the hose. The procedure was not completed due to this event. There were no complications reported and the patient was stable.